Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an (B)(6), during a left transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was difficulty while inserting the commander delivery system and valve just passed the non-expandable portion of the esheath. The valve got stuck in the esheath due to a vessel stricture that could not be passed, so the devices were removed. A new system was prepared and inserted using dipravan. The valve was inserted pass the tight spot and deployed perfectly with good outcome. A small leak in the femoral was noted after the esheath was removed. There was a vessel injury that is believed to have occurred when the valve would not advance through the esheath. Therefore, after the procedure and all devices were removed, the vessel was repaired. As per medical opinion, the root cause of the resistance was that the patient had an unexpected focal narrowing of the vessel in a small spot.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Patient imagery from the facility was returned, and the following was observed: tortuosity in patient's access vessel. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to advance through esheath was unable to be confirm without the returned device or procedural imagery. Per the complaint description, 'during the procedure, the valve got stuck in the esheath due to a unplanned vessel structure that could not be passed and some resistance was experienced, so the delivery device and valve needed to be removed. The difficulty was experienced when the ds just passed the part that does not expand from the esheath'. Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Returned patient imagery showed tortuosity in the patient's access vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to nonaxial alignment in the advancement of the delivery system which increases resistance. This patient factor, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement, and leading to the reported frame damage. A product risk assessment was previously initiated, and a CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in high push force. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.